Manufacturer narrative:
The customer's complaint that the autopulse platform ((B)(6)) lcd displayed black and white lines and was unreadable was confirmed during the functional testing. The root cause of the reported complaint was a defective lcd. The lcd was found unreadable during the functional testing, confirming the reported complaint. However, the platform passed the preliminary functional test with no issues. The lcd needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
During the shift check, the customer observed that the autopulse platform (B)(6) lcd displayed black and white lines and was unreadable. No patient involvement.